Event description:
It was reported that during the procedure, a 014 hi-torque balance middleweight (bmw) elite guide wire was advanced to a lesion in the circumflex coronary artery. A non-abbott microcatheter was then advanced onto the bmw elite. However, resistance was felt during the advancement, once reaching a bump on the guide wire that was visually noted; the bump was located approximately 24 centimeters proximal to the distal end of the guide wire. When attempting to retract the microcatheter over the bmw elite, resistance was felt between the two devices; thus, the guide wire and microcatheter were removed from the patient anatomy as a single unit. A non-abbott guide wire and the same microcatheter were used to cross the lesion, followed by deployment of an rx xience prime stent, completing the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficult to position, remove, and irregular appearance were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.